Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device failed to recognize the attached multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the suspect multi-function cable was returned. The malfunction was duplicated and attributed to a faulty multi-function cable. Analysis of reports of this type has not identified an increase in trend.